Event description:
The patient was revised because of instability with poly wear, and loosening of the tibial tray.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported instability; however, the reported patient large physician stature and athletic activity level are possible contributing factors. The investigation could not verify the reported polyethylene wear without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.